Event description:
My wife had a heart cath done at galichia heart hospital in 2007 and the angioseal femoral artery closure device was used. She was released that evening to go home. She was up walking around the house the following morning and felt a "pop" with associated lightheadedness, sweating and nausea. She was carried to the bed where she stayed until the ambulance came to pick her up at the request of the attending physician. CT scan showed that she had "blown" the angioseal out and had bled into her abdominal cavity. She was re-admitted to the hospital and is now on her second day in the interventional medicine ward where they are treating the leaking artery. Although it appears to have stopped bleeding, we are now going to be hit with more hospital bills due to the failure of the product, and she is having enough pain in the area to require morphine to keep her to the point she can tolerate it. We still have yet to see the end of this episode. I have done much research on this product since this happened and have found that there are countless people who have had the same or worse problems with it. Is there any investigations going on to look into the safety of the angioseal? What happens to the collagen plug when it dislodges?.